Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was low. The contact did not provide further information. Although multiple attempts were made, the contact did not reply to the requests for additional information.